Event description:
The device was returned for service. During service, baxter service technician reported that the pump powered up with failure code 550. According to the facility's clinical engineer, no patient injury or need for medical intervention has been reported. Clinical engineer stated they have no record of any patient incident involving the pump since the last baxter service event.